Event description:
It was reported that the user awoke to a low glucose alarm on the ilet with readings of 71 mg/dl on the ilet and 60 mg/dl by fingerstick, treated with oral carbohydrate (soda) per guidance, and experienced subsequent glucose values rising to 127 mg/dl with later readings trending down to 110¿80 mg/dl; this occurred on the user¿s first night on the system after a usual dinner announcement that resulted in insulin delivery, and no device malfunction was identified. Symptoms included hypoglycemia. Outcomes included the need for medication intervention in the form of oral glucose. Investigation included communications with the user and analysis of information provided. Investigation of this case revealed no findings available and insufficient information to identify a device-related problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial